Event description:
As per the request submitted by FDA medwatch program, this report is being resubmitted as report number 1649833-2016-0007-1. This report was initially submitted as 1063481-2016-00053-1, june 7, 2016. Description from original medwatch report as follows: according to the report, the surgeon came to the aortic symposium booth today in (B)(6) and reported that a patient of his died following a thrombotic event. The surgeon stated that "the patient stopped taking coumadin before the event occurred." Additional information is pending.